Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported blood glucose value of 54 mg/dl. The customer reported hypoglycemia treated with other. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884, mmt-7040a. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer reported low bgs. Customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-1884. Mmt-7040a was requested and customer response was the device will be returned. Updated summary: customer reported having a blood glucose of 54mg/dl versus a sensor glucose of 87mg/dl. The low was treated with juice. Customer also reported taking tylenol. Helpline advised that the tylenol may falsely raise sensor glucose values. Troubleshooting was done for the sensor issue but declined for the low. It was unknown if pump was used at the time of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.